Manufacturer narrative:
This incident event was reported on (B)(6) meeting on 05/27/2016, where manufacturer came to learn the event. The date of event occurrence is not known, the first date of the month is quoted as the occurrence date for MDR reporting convenience. Lot history review could not be performed due to no lot information. All the shipped products are inspected for meeting products specifications and shipping criteria, based on this, there is no indication of a product deficiency. Reported vessel dissection is thought to have occurred in relation with guidewire manipulation including advancement into pseudonym lumen. IFU warning describes "vessel dissection" as possible complications and adverse event.

Event description:
Reportedly, patient with medical history visited hospital complaining aspiration difficulty, and was diagnosed as cardiac failure. Patient was hospitalized and medication treatment was performed. Angiography on 16th day showed artery occlusions; 25% at lmt#5, 100# at lad#7, 25% at #11 and 50% at #13 of rca, 100# at rca #1, 90# at av #4, 90% at #4pd. Pci performed on 24rd day, a guidewire was advanced to #4av via svg, subject guidewire into #4 pd to attempt lesion crossing, vessel dissection and occlusion of vessel was observed. Poba was performed using other guidewire and a balloon dilatation catheter, while vessel perforation and extravasation was newly observed. After medication, balloon inflation treatment, gelatin sponge placement was performed finally to stop the leakage, patient was carried to ICU for continued observation, and finally discharged on 58th day with stable condition.